Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose ranged from 60-300 mg/dl. Reportedly, customer used apidra insulin per a healthcare provider recommendation as customer is allergic to humalog/novolog insulin. The supplies were changed to address the event and insulin delivery was resumed.